Manufacturer narrative:
The hill-rom tech found the seat sensors strips needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this beds. The tech replaced the seat sensors to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm was not working. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).